Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The caller attempted corrective actions including using new supplies such as the cartridge, infusion set, and tubing.